Manufacturer narrative:
Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed for both the femoral head and acetabular cup components.

Event description:
Cormet revision of the left hip after 4 years 6 months due to an alval type reaction.